Event description:
The physician's office reported the patient had emergency surgery on (B)(6) 2013 to remove what appeared to be the sheath from a tunneler (CT scan confirmed). Prior to the removal of the sheath, during a post-explant follow-up appointment (reference MFR. Report: 1627487-2013-25029), the patient was experiencing a painful poking sensation. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.